Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not diagnosed for nickel allergy post essure. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), bladder disorder ("bladder/urinary problems: unspecified/bladder probs."), urinary tract disorder ("bladder/urinary problems: unspecified/urinary probs."), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infections/vaginal, infect."), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy in (B)(6) 2011 for essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, weight increased, alopecia, nausea, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, cystitis and vaginal discharge outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea, dyspareunia, bladder infect, bladder probs. Urinary probs., vaginal, infect., vaginal. Discharge, weight gain, hair loss, nausea. Diagnostic results (normal ranges are provided in parenthesis if available):imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 29-aug-2019: plaintiff fact sheet received- previously reported event "injury" was updated to "perforation: other¿, events-¿dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, nausea, bladder/urinary problems: unspecified, uti (urinary tract infection), vaginal infections, bladder infection, vaginal discharge¿, reporter, demographics, lab data added.incident:no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation: other / migration of essure device ¿ uterine walls / perforation (uterus) / coils from the device are clearly within the myometrial tissue and can be seen embedded in the endometrium of the lower body') and device dislocation ('device migration') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not diagnosed for nickel allergy post essure. Concurrent conditions included recurrent abortion (patient is g8, p2 miscarriages 5.), heart disease, unspecified, pneumonia, amenorrhea and heart attack. Concomitant products included ciprofloxacin and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 months 14 days after insertion of essure. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and hypotrichosis ("hormonal changes ¿ facial hair") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced bladder disorder ("bladder/urinary problems: unspecified/bladder probs.") And urinary tract disorder ("bladder/urinary problems: unspecified/urinary probs."). On (B)(6) 2011, the patient experienced urinary tract infection ("uti (urinary tract infection)"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal infection ("vaginal infections/vaginal, infect.") And cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, uterine perforation, device dislocation, dysmenorrhoea, dyspareunia, weight increased, alopecia, nausea, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge and hypotrichosis outcome was unknown and the abdominal pain lower, pelvic pain, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hypotrichosis, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, bladder infect, bladder probs. Urinary probs., vaginal, infect., vaginal. Discharge, weight gain, hair loss, nausea. Date(s) of insertion: on (B)(6) 2009 ¿ right side; on (B)(6) 2009 ¿ left side (as written per pfs, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation: other / migration of essure device ¿ uterine walls / perforation (uterus) / coils from the device are clearly within the myometrial tissue and can be seen embedded in the endometrium of the lower body') and device dislocation ('device migration') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not diagnosed for nickel allergy post essure. Concurrent conditions included recurrent abortion (patient is g8, p2 miscarriages 5.), heart disease, unspecified, pneumonia, amenorrhea and heart attack. Concomitant products included ciprofloxacin and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 months 14 days after insertion of essure. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and hypotrichosis ("hormonal changes ¿ facial hair") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced bladder disorder ("bladder/urinary problems: unspecified/bladder probs.") And urinary tract disorder ("bladder/urinary problems: unspecified/urinary probs."). On (B)(6) 2011, the patient experienced urinary tract infection ("uti (urinary tract infection)"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal infection ("vaginal infections/vaginal, infect.") And cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, uterine perforation, device dislocation, dysmenorrhoea, dyspareunia, weight increased, alopecia, nausea, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge and hypotrichosis outcome was unknown and the abdominal pain lower, pelvic pain, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hypotrichosis, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea, dyspareunia, bladder infect, bladder probs. Urinary probs., vaginal, infect., vaginal. Discharge, weight gain, hair loss, nausea date(s) of insertion: (B)(6) 2009 ¿ right side; (B)(6) 2009 ¿ left side (as written per pfs, please note discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Lab data added. Events ; device breakage, device migration, hormonal changes ¿ facial hair, pelvic pain, upper abdominal pain, lower abdominal pain, lower back pain were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.